Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to reproduce the reported issue. To address the issue the fse replaced the solenoid driver pcb; all functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that during a routine check performed by the customer the cs300 intra-aortic balloon pump (iabp) intermittently produced a system failure alarm and more condensation issue inside the iabp. The iabp was checked and it was observed that the solenoid pcb was not producing supply to crm. It was reported that the solenoid driver pcb is defective and needs to be replaced in this unit. There was no patient involvement and no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during a routine check performed by the customer the cs300 intra-aortic balloon pump (iabp) intermittently produced a system failure alarm and more condensation issue inside the iabp. The iabp was checked and it was observed that the solenoid pcb was not producing supply to crm. It was reported that the solenoid driver pcb is defective and needs to be replaced in this unit. There was no patient involvement and no adverse event reported.